Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 5076-45 lead implanted: 2013 (B)(6). (B)(4).

Event description:
It was reported that a lead integrity alert (lia) triggered due to short interval counts (sic). The lead remains in use. No patient complications have been reported as a result of this event.